Event description:
This is a non-us event. The event occurred in (B)(6). The consumer stated that her tampon contained two pledgets. She noticed this upon removal.

Manufacturer narrative:
A document and records review was performed of the reported lots. Documentation assessed included: manufacturing, micro, qa audit, operator entry, operator and production line logs, raw material, finished product testing and device history records. This assessment found no issues that may have attributed to the reported issue. A trend analysis found no other related complaints against the reported lots. Consumer had not returned unused product for evaluation at the time of this report.